Manufacturer narrative:
The customer reported that imprecise results were generated with the cell-dyn sapphire instrument. The issue occurred only with one patient sample, which was retested in a different instrument and results were similar as those of the cell-dyn sapphire. The data provided by the customer showed the cell-dyn sapphire correctly identified the potential of abnormal subpopulations and interfering substance and alerted the user by displaying ig, pic/poc delta, and plt clump, which indicated to further validate the discrepant results. Based on review of the customer data, no product deficiency was identified with the cell-dyn sapphire instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant patient results generated from one patient sample, however, both results were not generated from the same cell-dyn sapphire analyzer. Retests of the sample on the initial analyzer and another sapphire in the lab produced almost the same results. The customer was asked to send data for evaluation. Review of the data determined various flags were generated for pic/poc, invalid data, and platelet clumping. Additionally, the following discrepant hemoglobin results were generated: initial test = 6.61 g/dl, repeat test = 11.6 g/dl. Further review of the data determined all the parameters from the initial run of this patient sample were low, indicating an aspiration/pipetting issue, therefore, the customer was advised to perform aspiration probe cleaning. The discrepant results had been reported out of the lab, however, it was confirmed there was no impact to patient management.